Event description:
Related MFR # of the pump 2916596-2023-01534.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log file. The reported event of a ¿no connection¿ alarm was not confirmed as the alarm was not observed in the submitted log file. The exact time span of the submitted log file could not be determined as the system controller clock was reset to the default timestamp of 01jan2001 after the event captured on 09aug2022 at 09:34:03 due to the backup battery being uninstalled. Prior to the controller clock being reset, the log file contained approximately 166 days of data (24feb2022 ¿ 09aug2022 per the timestamp); the events captured during this time indicate that this was the patient¿s backup controller as the driveline was not connected to the controller. The driveline was connected for the first time on the timestamp of 01jan2001, indicating that a controller exchange occurred. The submitted log file was from the patient¿s primary controller, therefore, no further information regarding the ¿no connection¿ alarms could be provided as the alarms occurred on the patient¿s previous primary controller. The system controller was not returned for analysis. Provided information indicated that the ¿no connection¿ alarms resolved after exchanging the backup battery. The root cause of the reported events could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced "no connection alarms" at home, prompting them to exchange their emergency backup battery (ebb) which resolved the issue. The clinicians were unsure which of the patient's controllers received the ebb exchange. Log file review showed that there was a controller exchange near the beginning of the log and then some time passed and then the driveline was disconnected near the end of the log. The date and time had reset due to ebb removal so there were no timestamps of the events. Related manufacturer's report: 2916596-2023-01351.